Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle had foreign matter. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus could not specify root cause of the event. The foreign object could not be identified. The root cause of the foreign object remaining in the equipment could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.